Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. The 2.4mmx10mmht xdr lck rcn sc5pk (part# 85-2510, lot# 808880) was not returned for investigation; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR for this product was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For this part (85-2510) and the previous one year (from the notification date) regarding redness and swelling post-op, there is a complaint rate of 0.02% which is no greater than the occurrence listed in the application fmea. This is the only complaint regarding redness or swelling for this part# 85-2510, lot# 808880. The most likely underlying cause cannot be determined from the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00529, 0001032347-2019-00530, 0001032347-2019-00531, 0001032347-2019-00532. Implantation date was in (B)(6) 2019. Concomitant medical products: 2.4mm locking recon system 5x22 angle lock recon plate, right; part# 24-4543; lot# 607960; 2.4mm locking recon system ht cross-drive locking recon screw,5/pk; part# 85-2508, lot# 453890; 2.4mm locking recon system ht cross-drive locking recon screw,5/pk; part# 85-2510; lot# 808880; 2.4mm locking recon system ht cross-drive locking recon screw,5/pk, part# 85-2516; lot# 333980. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient is experiencing facial redness and swelling. The patient underwent a mandibular reconstruction in (B)(6) 2019 following a tumor resection. Allergic reaction or infection are suspected but neither are confirmed. The patient has weakened immunity due to drug therapy and radiation. No additional patient consequences were reported.